Manufacturer narrative:
A review of percutaneous transhepatic biliary drainage at a tertiary referral centre, h. Asadi et al. / clinical radiology 71 (2016). Event date: 2016. Device evaluated by manufacturer: the device was not received for analysis. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
Reported via journal article that some patients enrolled in the study that received a wallstent experienced hemorrhage, bile leak, renal failure and sepsis. The aim of the study was to review percutaneous transhepatic biliary drainage (ptbd) to achieve adequate biliary decompression.